Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of post intervention the patient experienced neurological deterioration, which was resolved without sequelae/residual deficit. The patient experienced stroke onset (B)(6) 2016. The patient was given IV tpa as there was a possible right internal carotid artery terminus. The right mca, m2 proximal superior division was catheterized. A 4x20 solitaire delivered across the occlusion. Two p asses were completed and the device was removed under aspiration. There was a moderate amount of clot retrieved with a tici of 2b in the superior division of the right mca. There is note of persistent occlusion of the m3 frontal branch of the right mca the angular branch is patent. The procedure was repeated in the inferior division of the right mca. This maneuver also retrieved additional clot. However, within the superior division, there is again persistent occlusion of a frontal branch as well as a parietal branch with some patency branch with some patency of the angular branch. The tici was 2b in the right mca. One day post intervention, there was note of developing infarction with right causate adjacent capsular white matter and possibly within the right lentiform nucleus as well. No hemorrhage. 2 days post intervention, the patient was noted to have multiple areas of relatively acute to subacute infarction involving the right causate and lentiform nucleus, as well as adjacent capsular white matter and scattered areas of acute infarcts seen throughout the right mca territory involving portions of the temporal and posterior temporal occipital lobe on the right as well as multiple areas of cortex and subcortical white. The nihss post procedure increased to 42; however it resolved the same day, (B)(6) 2016, and decreased to 4. On discharge (3rd day post intervention) the nihss was 3 and mrs of 1. The adverse event was considered to be study disease related. Medtronic also received a core lab assessment of the procedure angiogram that indicated distal emboli. No treatment was reportedly given as the site did not observe the emboli during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.